Event description:
Reportedly this valve was explanted after approx two months implant duration due to tricuspid regurgitation. In addition, pannus was found during the operation. The pt was reported to have congental heart disease. The pt recovered and is ok.